Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The reactive result obtained for sample 1 was likely false and was associated with a samp.o alarm. The samp.o alarm indicates that a test requiring a special wash was measured in an additional run without the required special wash being performed in the previous run. Results with samp.o alarms are acceptable when repeated with a new aliquot. No physical investigation was deemed necessary, and no pre-analytical issues were identified. The root cause was attributed to sample carryover within the analytical unit, as indicated by the samp.o alarm. The customer was advised to follow the instructions provided in the instrument user guide and to consider repeating the affected measurements with new aliquots. The investigation concluded that no product problem was identified.

Event description:
The initial reporter alleged non-reproducible results with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit for two samples from one patient. On (B)(6) 2024, sample 1 was tested using the elecsys hiv duo assay and generated a reactive result of 131 coi with a subresult of hivag 0.161 coi. This measurement was marked with a samp.o alarm. Additional assays, including rubella igg, toxo igg, and toxo igm, were also marked with samp.o alarms. A subsequent hiv-1/2 rapid test for the same sample was negative. On (B)(6) 2024, sample 2 was tested using the elecsys hiv duo assay and generated a non-reactive result of 0.167 coi with subresults of ahiv 0.0712 coi and hivag 0.151 coi. A subsequent hiv-1/2 rapid test for this sample was also negative.